Event description:
It was reported that the patient's blood glucose level reached 26 mmol/l (468 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. It was noted that the adhesive was not secure, and the cannula had dislodged from the infusion site. Hyperglycemia treated with a manual injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available, cloud - omnipod 5 software app version data not available, cloud - smartphone operating system data not available, cloud - smartphone hardware data not available, cloud - cgm sensor type data not available. *please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The investigation found a kink and tear in the exposed soft cannula. During fluid path testing, fluid was observed to leak from the tear resulting in fluid not flowing through the complete fluid path as intended. The pod data did not present any issues that would indicate a failure to deliver insulin. The timing and cause of the observed damage and whether it contributed to the reported event could not be determined. No damages or defects that would contribute to the soft cannula dislodging were observed. The exact cause of the reported dislodging event could not be determined.